Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the op check. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the operational check failed. The field service engineer (fse) visited onsite and evaluated the device. It was determined that the operational check failed due to a malfunction of the therapy board. The device reached its end of life (eol) and the parts cannot be ordered from the spare parts supply (sps) due to lack of stock, preventing the submission of a parts quotation. The issue remained unresolved since philips has no available parts. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device reached its end of life and the issue remained unresolved since philips has no available replacement parts. These parts cannot be ordered from the spare parts supply (sps) due to lack of stock, preventing the submission of a parts quotation. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the operational check failed. The fse evaluated the device at the customer's site. It was determined that the operational check failed due to a malfunction of the therapy pca (printed circuit assembly) and therapy capacitor. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to a malfunction of the therapy pca and therapy capacitor. Further root cause analysis could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the operational check failed. There was no reported patient involvement.